Event description:
It was reported that the user experienced hyperglycemia while using the ilet with an inset 23"-6 mm infusion set and abbott freestyle libre 3 plus sensor, including episodes of adhesive not sticking and inadvertent pressing of the applicator¿s smooth indents that disrupted the infusion set adhesive during handling; the user¿s blood glucose was 239 mg/dl after breakfast and remained elevated until the infusion site was changed again, after which glucose levels decreased. Symptoms included hyperglycemia. Outcomes included no long-term impairment, no hospitalization, and resolution after site and supply changes. Investigation included troubleshooting and user education with guided infusion set changes and follow-up. Investigation of this case revealed no confirmed device or component malfunction identified by the user, and the event was consistent with use-related issues involving infusion site adhesion and application technique, with the specific cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.